Event description:
It was reported the procedure was being performed on a patient with (B)(6). The catheter was being placed into the patient's right internal jugular vein in the patient's room. During catheter placement, the spring wire guide was being removed after the catheter was inserted. At which time, the clinician felt strong resistance. As a result, the catheter and wire were removed as one and a new kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported. It was confirmed there was no wire retained in the patient. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).